Event description:
It was reported by service report that the head of the bed would not raise. The service tech did not know which position the headend was stuck in. No patient involvement or adverse consequences are reported.